Event description:
Twenty at/af (atrial tachycardia/atrial fibrillation) episodes; most recent on (B)(6) 2023. Possible intermittent far-field r-waves on some episodes. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).